Event description:
It was reported that during the filling of the device a small volume infusor had a leak at the level of the cap coil, that the cap coil was cracked. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified a circular crack in the coil cap; however, no evidence of leak was observed at the level of the coiled cap. Functional testing did not find evidence of the reported leak condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.